Event description:
Patient underwent endometrial ablation for dub. Post-ablation hysteroscopy and subsequent laparoscopy revealed uterine injury with no bowel injury or injury to adjacent tissue. No additional surgery required and patient recovered normally.